Event description:
My doctor switched me from the libra cgm to dexcom7. I tried to use the dexcom on saturday (B)(6) 2026 and was unable to get it to work properly. I called the dexcom help line and after an hour the technician told me the reader was not working properly. He would send 2 sensors and a new reader by fedex overnight. On tuesday (B)(6) 2026 I called the help line and was told the sensors were "stuck in their system and she was unable to find the reader replacement request and again would overnight the sensors and reader. On wednesday (B)(6) 2026 having not heard from dexcom, I called again. This time I was told they were "out of readers and did not have any further information. I have been checking my blood sugars with needle and test strips and I am left with no working reader and 3 used sensors. It is my perception that is the worst customer service I have ever received. As of now I do not know where I stand and will contact my endocrinologist to change back to libre but I think this type of customer service or actually no customer service should be corrected. Pt-4582. Device-2588. Referenced reports mw5187374.